Event description:
The explanted vns generator was returned for analysis on (B)(6) 2012. The generator was at normal end of service, and no anomalies were identified.

Event description:
Reporter indicated that during vns generator replacement for end of service, high lead impedance >10,000 ohms was observed when the new generator was attached to the resident lead. As a pin insertion issue had been ruled out, a lead fracture was the most likely cause of the high lead impedance. A new lead and generator were implanted and device diagnostics were within normal limits. There was no known event that may have caused the lead fracture. Seizure activity had also worsened. The explanted lead was discarded by the hospital. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.